Event description:
Manufacturer rec'd a report from a user's daughter alleging that pt was stuck between the mattress and the bed rail. As a result of the incident, the user sustained a bruise. Dealer installed bumper pads and the problem was corrected.